Event description:
When a size 4 tracheostomy tube was removed from the pt, the fenestrated body of the outer cannula was found to be "hanging by a thread." The device was in place approx 3 1/2 months when the pt complained that she felt she has "needles in her throat." Her pediatrician treated her for an infection by prescribing antibiotics. After 3 weeks without relief, the pt's ent (who had seen the pt strictly to replace the trach tubes) removed the tube and found the problem. No pt injury was reported and the pt continues at baseline. The pt is diagnosed with severe scoliosis and wears a harrington rod. The defect was discovered when the device was removed on 7/26/96. However, the problem was not reported to co by healthcare provider (which provides the pt with her trach tubes) until 9/25/96, apparently due to several changes in staffing at healthcare provider. The current healthcare accessories customer service/marketing person contacted the co's sales representative about the complaint. Add'l info was subsequently obtained by directly contacting the pt's father and her ent.